Manufacturer narrative:
The acist angiographic injection system, model cvi, system (B)(4) has not yet been returned to acist for evaluation. The cine-angiograms of the event were received by acist and are being reviewed by acist's medical advisor. The consumables kits used during the event were discarded by the user facility and the lot numbers are unknown. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
User facility reported that a (B)(6) male with non-st-elevation myocardial infarction (nstemi) was taken to the cath lab for left heart catheterization (lhc) with percutaneous coronary intervention (pci). Acist angiographic injection system, model cvi was used for contrast injections. Upon the sixth injection of contrast into the patient, air was visible within the left anterior descending artery (lad). The patient experienced acute chronic chest pain for 1-2 minutes post injection and blood pressure < 90 mmhg systolic. The patient tolerated the air injection with no deterioration in clinical condition.

Manufacturer narrative:
H3: the acist angiographic injection system, model cvi, injector serial number (B)(6) was returned on april 25, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. A clinical evaluation was completed on may 16, 2022. The clinical evaluation by the acist medical advisory board member is as follows: the information provided by the user facility reports that a single bubble was injected into the patient on the sixth injection. The angiographic films show a left coronary injection with a single bubble injected. This size of air injection is generally tolerated well and this is consistent with the report of no apparent harm. The air does not appear to impact contrast flow during this injection and flow also appears normal on the next injection. This report is closed.